Event description:
It was reported that during a peripheral angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the moderately torturous and very heavily calcified superficial femoral artery. The 6.0 x 200, 135cm mustang balloon used to post-dilate an unspecified nitinol stent, ruptured at 18atm on the third inflation. The device was removed intact. The procedure was successfully completed with a different device. There were no patient complications reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).